Event description:
It was reported that the right ventricular (rv) lead was undersensing. The lead programming was changed. The rv lead continued to undersense and had high threshold. The lead programming was again changed and an x-ray was done. It was determined that the rv lead dislodged. The physician repositioned the rv lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: addr01, ipg implanted: 2014-(B)(6). (B)(4)